Event description:
It was reported that insulin gauge on pump displayed insulin amounts different than caller expected, with fill estimates repeatedly lower than expected values even after initial troubleshooting. There was no reported impact to the customer¿s blood glucose level. Caller followed technical support instructions to reload same cartridge, deliver disconnected test bolus, and then fill and load new cartridge, after which displayed fill estimate aligned with expectations, and technical support arranged return of original cartridge for replacement, resolving issue. Srr to replace pump.